Manufacturer narrative:
Hologic reviewed the logs for worklist (B)(4) and did not find any reagent errors or instrument hardware issues. Hologic noted that samples may have been contaminated during transportation to the lab or inside the lab before loading on the panther instrument. The customer confirmed that results were reported out, but the patients did not receive treatment; however, patients were quarantined for two days. Hologic advised the customer to perform monthly maintenance and replace instrument fluids. The customer reported an improvement after maintenance and fluid replacement but continued experiencing potential false positive results. Ts advised the customer to clean all laboratory surfaces and perform a panel run after cleaning. The customer informed field application specialist (fas) that monthly maintenance was performed twice, laboratory surfaces were cleaned, and instrument fluids were replaced. Some improvement was noted, and the lab said they would continue to clean and run ten panel a's in each run for a few days to monitor. A fas followed up with the customer on 01/05/2022 and the customer reported no additional potential false positive results since cleaning the instrument and the laboratory. The customer did not provide any additional logs or worklists for review. No product impact is known to date. A review of the customer data did not reveal any reagent or instrument issues. This complaint relates to a contamination event.

Event description:
On 12/10/2021 hologic received a complaint regarding potential false positive aptima sars-cov-2 results on panther serial number (B)(4). The customer reported an increase in positive sars-cov-2 samples and suspected false positive results. The customer noted that results cannot be confirmed when samples are tested a second time on a different panther or platform. Customer was using assay master lot 308646. The customer provided panther aptima sars-cov-2 assay worklist 000166-20211203-34 in which they indicated 27 potential false positive results.

Manufacturer narrative:
Incorrect date of event ((B)(6) 2021) from section b3 was reported on the initial report. The correct date should be (B)(6) 2021.

Event description:
See h10 for comments.